Event description:
Caller reported a malfunction on the pump, specifically malfunction code 3, with fault ID 0x2095, which was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer agreed to use multiple daily injections (mdi) as backup therapy during the interim.